Event description:
It was stated that the customer experienced a severe hypoglycemic episode while driving. The customer was pulled over by the police, then taken to the hospital where his blood glucose reading was 1.8 mmol/l. Prior to the event, the customer had exposed the insulin pump to xray scans. The customer's healthcare professional made some changes to the insulin pump settings, and the customer did not experience low blood glucose levels after that. Troubleshooting was performed, and the insulin pump was not programmed correctly. One of the basal rates was higher than it was supposed to be. The insulin pump passed the displacement test. However, the customer didn't feel comfortable with the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.